Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that noise, oversensing resulting in inappropriate shock was delivered when it comes to this device. The patient was seen and it was confirmed that the amplitudes decreased resulting in oversensing. It was noted that during the implant no decrease in amplitudes was seen in the primary vector thus the device was reprogrammed to the primary vector. Additional information received noted that the system was explanted, and will be returned. No adverse patient effects were reported.

Event description:
It was reported that noise, oversensing resulting in inappropriate shock was delivered when it comes to this device. The patient was seen and it was confirmed that the amplitudes decreased resulting in oversensing. It was noted that during the implant no decrease in amplitudes was seen in the primary vectror thus the device was reprogrammed to the primary vector. Additional information received noted that the system was explanted, and returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.